Event description:
The customer reported that the system displayed a generator error message. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the generator and adjusted the x-ray tube. The system operates as intended.